Manufacturer narrative:
(B)(4) upon inspection the complaint was confirmed. The head of the device would not maintain its position in the up/down direction. Dissection of the handle revealed that the one of the up/down articulation had pulled out from the clasp in the pulley.

Event description:
During convergent procedure, while trying to manipulate clip over the appendage, the locking mechanism would not stay locked and the articulation could not be kept in place. Another device was opened with no delay in case nor patient harm.